Event description:
It was reported that approximately 11 months after 1-level tlif with rhbmp- 2/vertebral body spacer supplemented with posterior fixation, MRI showed an encapsulated fluid collection posterior to the construct compressing the right l5 and s1 nerve roots. CT scan demonstrated some osteolysis of the l5 vertebral body. A surgical intervention was performed to decompress the fluid collection and place iliac crest bone autograft in the l5-s1 disk space. As of six weeks post- intervention, the patient reportedly has continued post-operative pain, and uses a bone growth stimulator.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.